Manufacturer narrative:
The device is not available for investigation however a device history review should be performed, and a supplemental report will be submitted.

Event description:
The event occurred on an unspecified date involving a plum duo infusion system, and it was reported that the cassette failure occurred on pump with levophed running (during infusion), causing a stoppage of medication getting to the patient who belongs to white race. This caused the patient's mean arterial pressure to drop to the low. The patient was administered with 1 amp of bicarb, 1 stick of neosynephrine and a rapid titration of levophed from backup pump. There was patient involvement, and patient harm.